Event description:
The customer reported that their insulin delivered a 14.9 unit bolus on its own. The customer had blood glucose levels of 3.9mmol/l. The customer mentioned that their insulin pump was exposed to a full body scan. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner. No data was available because the insulin pump was received without a battery installed.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The motor was tested outside of the device and passed.